Event description:
It was reported that during an open low anterior resection procedure, there was a permanent tone, no function. No further information is available. No patient consequence was reported and 1 device is returning.